Event description:
Per the surgeon's report, the electrode array was not successfully inserted in the cochlea during the initial surgery. The patient's device was explanted in 2008, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.